Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a post-market study patient enrolled in the (B)(6) study. On (B)(6) 2017, this patient underwent endovascular placement of a zimb-26-128 main body, a zsle-20-56 right iliac leg graft and a zisl-20-59 left iliac leg graft to treat a 54 mm infrarenal abdominal aortic aneurysm. Sizing worksheets and lot numbers are not collected in this study. A coda balloon was used during this procedure without difficulty. Post procedure angiography showed patent devices without evidence of kink/compression or endoleak. No adverse events were reported and the patient was discharged from the hospital the next day. On (B)(6) 2017, CT scan revealed an intact, patent device without kink, thrombus or endoleak. On (B)(6) 2018, CT scan revealed an intact patent device without kink or endoleak. Thrombus was noted in the bilateral leg grafts. On (B)(6) 2018, the patient underwent an angioplasty and stent placement in the bilateral leg grafts for reported thrombus. The patient was also started on an antiplatelet medication. The patient was asymptomatic and this was reported as a prophylactic procedure. The same day the patient experienced bleeding from the femoral access site. Pressure was held until bleeding stopped. The patient remained hospitalized for observation until (B)(6) 2018. No further issues have been reported. Patient remains in the study.

Manufacturer narrative:
Investigation/evaluation: the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, manufacturing instructions and quality control data. This complaint focuses on the thrombus observed in the right zsle-20-56-zt iliac leg. Each zenith device is shipped with instructions for use (IFU), which states warnings, precautions and instructions for use. Patient selection, treatment and follow-up states that vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft or increase the risk of embolization. Patients with poor outflow or a hypercoagulable state (eg.cancer) may be at an increased risk of a thromboembolic event. Lot information was not provided; thus, a non-conformance search and lot search could not be performed. Additionally, the device history record could not be reviewed. A preoperative computerized tomography (CT) scan study, procedure angiography, postoperative CT studies at 1 month and 12 months and a secondary procedure angiography (5 total studies) were provided for review. The 1-month postoperative CT study, dated (B)(6) 2017, was reviewed and shows the left iliac leg has 17.6 mm overlap in the contralateral limb and seals just above the left iliac bifurcation. The distal leg diameter is 14.5 to 15.5 mm. There appears to be a thin rim of partial thrombus limited to the distal segment of the iliac leg graft. There is no kink or bend in the graft. Bilateral internal and external iliac arteries are widely patent. The 12-month postoperative CT study, dated (B)(6) 2018, was reviewed and shows there is partial thrombus formation in the right iliac leg in the mid to distal segment. The thrombus begins immediately at the level of the ipsilateral limb edge and extends for 20 mm down the leg graft, terminating 15 mm above the distal leg edge. There is no kink or bend in the leg graft. The external iliac artery runoff is widely patent. The left iliac leg also has partial thrombus formation within it. The thrombus is across the contralateral limb junction, beginning 9 mm above the limb edge and extending 7 mm below it. The distal iliac leg is patent. Impressions of the imaging reviewer: an infrarenal abdominal aortic aneurysm (aaa) is treated with endovascular repair using a zenith alpha abdominal (zimb 26 x 128 mm) main body device, a zsle (20 x 56 mm) iliac leg on the right and a zisl (20 x 59 mm) iliac leg on the left. The aaa is successfully excluded. At 1 month, there appears to be a thin rim of partial thrombus in the distal segment of the left zisl iliac leg. This resolves at 12 months. The iliac bifurcation immediately distal to the leg is widely patent. The cause of this thrombus cannot be determined from the imaging. At 12 months, there is new partial thrombus formation in the proximal segment of the left zisl iliac leg. This thrombus is located within the zisl leg across the junction of the contralateral limb. There is no kink or bending of the leg at this level. The zisl appears to be appropriately sized based on preoperative measurements. The cause of this thrombus formation cannot be determined from the imaging provided. At 12 months, there is partial thrombus formation in the right zsle iliac leg. The thrombus begins immediately at the ipsilateral limb junction and extends for 20 mm down the zsle leg. This may be related to excessive overlap of the zsle leg in the limb. At 1 month, there appears to be 41 mm of overlap. The flared segment of the zsle leg begins at 39 mm, so the flared segment could be overlapping slightly within the limb, resulting in thrombus formation here. However, at 12 months, the overlap appears to be exactly 39 mm, which is appropriate. The right zsle leg may also be oversized, however, for the right common iliac artery (cia). Preoperative diameter of the proximal to mid right cia is 14.5 mm and dilates slightly to 15 to 16 mm in the distal seal zone. The zsle 20 mm leg is indicated for an artery diameter of 16 to 18 mm. Graft oversizing could contribute to thrombus formation. With multiple thrombotic events at different locations and at different time periods (at both 1 month and 12 months), patient disease and hypercoagulability should also be considered. Image review performed using the provided images confirmed partial thrombus formation in the right zsle iliac leg. Based on the above information, with multiple thrombotic events at different locations and at different time periods (at both 1 month and 12 months), patient disease and hypercoagulability and graft oversizing could be a contributing factor for thrombus formation. However, the sizing of the graft was based on the maximum distal iliac diameter (16mm), and the image review indicates that the bilateral cia and external iliac arteries (eia) are widely patent with mild tortuosity. Therefore, the patient anatomy and disease progression is the most likely cause for thrombus formation. Therefore, the investigation conclusion is the cause cannot be traced to the device; adverse event related to patient condition (disease progression and patient anatomy related). A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As of (B)(6) 2018, it was reported that the patient is taking no anti-platelet or anti-coagulation medication.